Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: a review of the black box indicated date starting on (B)(6) 2016; the black box data and pump histories for the time of the alleged incident were unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezcrab bolus with 80 grams of carbohydrate and an insulin to carb (I:c) ratio of 1unit to 8grams was programmed into the pump. ¿show results¿ was selected and the ¿bolus total¿ screen appeared; the ¿carb¿ on the ¿bolus total¿ screen referred to the carbohydrate correction amount that was calculated to cover the carbohydrates that were manually entered. The ezcarb bolus feature was found to be functioning properly. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) less than 40mg/dl with no reported signs or symptoms of hypoglycemia. The reporter alleged that when the number of carbohydrates was entered into the pump, the pump would change the amount without user intervention, resulting in low bgs. The reporter did not provide any additional information. Customer technical support made multiple attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged pump settings malfunction.